Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3389-40 lot# 0207343371 implanted: (B)(6) 2013 explanted: product type lead product ID 3389-40 lot# 0207343284 implanted: (B)(6) 2013 explanted: product type lead product ID 37085-60 serial# (B)(4) implanted: (B)(6) 2013 explanted: product type extension product ID 37085-60 serial# (B)(4) implanted: (B)(6) 2013-10-09 explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer could not recharge their implantable neurostimulator (ins). No known factor noted to have led to the event. Troubleshooting was noted as an xray to confirm ins was flipped onto backside in consumer¿s chest and could no longer be charged. Surgical intervention to reposition the ins onto front and tied down to muscle facia. The issue was noted as resolved. There were no further complications reported and/or anticipated.